Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing a continu-flo solution set had a hole in it next to the lowest clearlink port and leaked a patient¿s blood. This occurred during infusion. There was no report of patient injury, medical intervention or adverse event associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). Additional information/correction: all codes from the initial MDR are being replaced. The device was received for evaluation. Visual and microscopic inspection revealed that there was a cut in the tubing between the middle y site and the regulating clamp. The reported condition was verified. The cause of the condition was not determined. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.